Event description:
Caller indicated the relion prime meter was giving high readings. She said that on (B)(6) 2013, she took her reading on the prime meter and she got a reading of 199 then took her 4 units of insulin. She was not feeling well; she felt shaky, had a headache and was throwing up. She then took a reading with her other meter and got a reading of 52. She immediately had some orange juice and a peanut butter and jelly sandwich and felt a bit better. She then took another reading with the prime and got a 144 and she said the meter was not working properly. She doesn't wash her hands, but uses alcohol and let's it dry. She uses a new lancet every time and is storing strips in the kitchen. I did let her know that the kitchen would not be a recommended place to store them. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lots of test strips involved in the incident were also tested and performed to specification. No failure detected.